Event description:
The customer stated that there were questions regarding the nibp of an intellivue patient monitor m8105a - mp5 about how high the pump will inflate. There is an allegation of a pt involvement, and of a serious injury.

Manufacturer narrative:
(B)(4). The customer stated that there were questions regarding the nibp of an intellivue pt monitor m8015a - mp5 about how high the pump will inflate. There is an allegation of a pt involvement, and or a serious injury. The risk management of the hospital wanted information. The risk management of the hospital wanted information. The customer was supplied with the tds for the mp5. This complaint has been evaluated and has been determined to be reportable due to the allegation of a serious injury caused by a nibp pump. There is an allegation of a pt involvement and possible injury. At this time there is insufficient information to determine whether the device contributed to this injury, or what the injury is. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.